Manufacturer narrative:
The device was not returned to the MFR for physical eval, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported serial number. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the DHR record review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The unit was removed from service, and then the biomedical engineer performed functional testing; the issue was not able to be duplicated. Additionally, the biomedical engineer did not know if there were any occlusions to the drain. The drain line length was noted as being under 10 feet, however, the drain height was not known. No further information was made available.